Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual review identified that the hex net flange sheared off, and plastic deformation of the hex corners. The implant was returned in condition unsuitable for additional evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an "l4-s1 fusion." It was reported that the ¿surgeon went to torque the middle of the crosslink and the nut and washer broke.¿ the surgeon removed the crosslink and put a new crosslink in with a new driver. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.